Event description:
The customer's mother reported there were cracks around the insulin pump's reservoir. The customer's blood glucose was 216 mg/dl. The mother reported the damage on the insulin pump would cause the reservoir to fall out. Customer's mother does not recall dropping the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump has minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker.